Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, tibia is loose because coating would not allow cement to stick to bone. Patient has pain in right knee attributed pes anserine bursitis. Mild instability with varus valgus stress testing at 20 degrees of flexion. X-ray findings: evidence of possible loosening of the tibial component medially. Bmi 28.

Event description:
Allegedly, tibia is loose because coating would not allow cement to stick to bone. Patient has pain in right knee attributed pes anserine bursitis. Mild instability with varus valgus stress testing at 20 degrees of flexion. X-ray findings: evidence of possible loosening of the tibial component medially.

Manufacturer narrative:
The alleged complaint is confirmed. This 65-year-old female patient has been revised due to alleged loosening of the tibial implant. Mpo was informed that the patient underwent a revision operation on (B)(6) 2025. Mpo has not received any imaging, operative notes, or other details associated with the revision operation. The explanted devices have not been returned to mpo for evaluation. Review of the device history record (DHR) for the subject manufacturing lots indicates that these products met all established acceptance criteria throughout manufacturing processes. Furthermore, mpo has not received any other reported complaints involving the subject manufacturing lots. Mpo has not identified current trends for loosening involving an evolution® nitrx tibial base implant, but previous occurrences have been reported from the implanting physician. Mpo received notes from clinical visits with dates between(B)(6) 2018, and (B)(6) 2025. At a clinical visit on (B)(6) 2025, which is the most recent clinical visit with available records, the patient was noted to be 64 inches tall and weighing 153 lbs. (Bmi 26.3). From review of the clinical notes, the patient appears to be moderately active with mountain biking being a hobby that was mentioned in multiple instances. The patient previously had a chondroplasty performed on the right knee in 2018 to address a painful right knee that showed signs of an effusion. In (B)(6) 2021, the patient also experienced a mountain bike accident that resulted in acute knee pain and swelling. The patient continued to experience right knee pain until undergoing a right total knee arthroplasty operation on (B)(6) 2022. Clinical notes on (B)(6) 2025, indicate possible evidence of tibial implant loosening in the medial compartment. Prior to this diagnosis, the patient visited the clinic more regularly between (B)(6) 2023 and (B)(6) 2025 due to persistent knee pain and swelling that was described as pes anserine bursitis. The patient was administered cortisone injections to address the pain, and physical therapy was also prescribed in some instances. The information suggests that this pain remained persistent until surgical options were discussed. Clinical visits in (B)(6) 2025 suggest that a revision operation was scheduled to perform an arthrotomy and an exchange of the polyethylene insert, as well as to assess the potential of tibial loosening. However, mpo was not made aware of a revision in (B)(6) 2025, and no other clinical notes were received after the preoperative clinical visit on (B)(6) 2025. Mpo was later notified by the patient that a revision operation occurred on (B)(6) 2025. Mpo has not received operative notes or details regarding this operation. In addition to the clinical notes, mpo received radiographs of the right total knee arthroplasty from the following dates: (B)(6) 2022 (2 weeks post-tka),(B)(6) 2023 )11 months post-tka), (B)(6) 2024 (26 months post-tka), and (B)(6) 2025 (32 months post-tka). From review of the available radiographs, there are not any signs of gross loosening. Although it is possible that small changes in implant positioning could have occurred over time as indicated by the clinical notes, this conclusion cannot be made from the available x-ray images. Correspondence with the patient indicates that loosening was diagnosed via CT imaging, but mpo was not provided with these images for evaluation. Mpo has previously investigated a complaint that involved loosening of an evolution® nitrx tibial base implanted by the same implanting physician, incident number reference (B)(4). This investigation determined that technique was most likely a factor as images of the explanted tibial base implant did not have evidence of cement adherence on the bone-interfacing surface. The brand of bone cement used by this surgeon is refobacin®. Through testing with orthoset® bone cement, it was concluded that evolution® nitrx coated implants had equal to or stronger cement adhesion when compared to uncoated evolution® implants as documented within technical report tr18-0019 and engineering report (B)(4). As documented in the current mpo knee systems package insert, (B)(4), implant migration is a known possible adverse effect of total knee arthroplasty and can occur from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity. The following is also stated in this package insert regarding cemented application: "care is to be taken to ensure complete support of all components of the prosthesis embedded in bone cement to prevent stress concentrations that may lead to failure of the device or cement mantle. Complete cleaning including complete removal of bone chips, bone cement fragments, and metallic debris prior to closure of the prosthetic site is critical to prevent accelerated wear of the articular surfaces of the prosthesis." The cumulative complaint rate for evolution® nitrx tibial bases associated with inadequate cement adherence and/ or tibial loosening is (B)(4) % for all users. However, mpo has only received complaints for this issue involving two implanting physicians. At the time of this complaint investigation, the combined complaint rate for these two users is (B)(4) with approximately 312 sales of this implant to those users, while the complaint rate for all other users is (B)(4) with more than (B)(4) sales of this evolution® nitrx tibial bases and more than (B)(4) sales of evolution® nitrx implants. Based on all findings, the available information could be suggestive of a potential technique issue. Mpo will continue to monitor this reported issue through complaint tracking. Investigation update 20-nov-2025 - wm the alleged complaint is confirmed. This investigation is being updated after receiving new information. CT scans were mailed to mpo and received on (B)(6) 2025. Additionally, operative notes from the revision operation were provided by the patient via email on (B)(6) 2025. This investigation will be escalated to further investigate the newly received information. The revision operation was performed on (B)(6) 2025. In the operative notes, it was stated that fluid was present in the knee joint upon gaining access. More specifically, "an extensive amount of synovitis" was noted in the operative report. The knee was reported as "loose in extension and flexion and throughout mid range of flexion, overall varus alignment. The tibia component with varus, and it seemed like it had collapsed. The femoral component was neutral position as well as the tibia component. Femoral component was well fixed." Subsequently, the tibial component was removed and noted to have been completely de-bonded from the bone cement. The physician cemented new tibial and femoral implants, and the native patella bone was resurfaced during this operation as well. Based on the clinical history of the patient, this patient had been experiencing complications with knee inflammation and associated effusion prior to the index operation as well as post-implantation. These complications were also mentioned in the revision operative report with extensive synovitis being found in the knee joint. Additionally, clinical notes after the index operation show that the patient received cortisone injections in the knee post-implantation of the mpo knee implants to address pain. The operative notes from the index operation state, "the knee was then copiously irrigated and dried. All components were cemented in place. Liner was impacted in place." A clean, dry implant and bone surface is acritical factor for the effectiveness of bone cement application. Furthermore, the mpo surgical technique also instructs to wait until the cement has fully cured before impacting the tibial insert. The revision operative notes mention use of a tourniquet which, though not required by the surgical technique, can help reduce the presence of fluid in the joint. A tourniquet was not mentioned in the operative report for the index operation. Regarding the x-rays, the previous investigation noted that there was not obvious evidence of gross changes in implant positioning. These findings remain valid. A second review of the x-rays in conjunction with the available CT scans could show small regions radiolucency around the tibial baseplate and tibial keel features that could be indicative of implant loosening. The radiolucent regions appear more present beginning with the x-rays from (B)(6) 2023 with potentially minor increases in radiolucency overtime. Mpo received CT scans from (B)(6) 2025. In review of the scans, there is evidence of radiolucency between the tibial implant and tibial bone despite indications of bone cement being present on the tibial bone. Based on review of these images and the provided operative report, the bone cement most likely did not achieve proper adherence to the tibial implant at the time of the index operation. As previously discussed, a clean, dry implant and bone surface is critical to the success of cement application. It is possible that bone cement preparation and/or application could have been a primary factor. As documented in the initial investigation of this event, mpo has previously investigated a similar event involving this implanting physician that suggested a potential issue with cement application technique. Furthermore, mpo has performed testing with orthoset® bone cement that concluded evolution® nitrx coated implants had equal to or stronger cement adhesion when compared to uncoated evolution® implants as documented within mpo technical report reference number (B)(4) and mpo engineering report reference number (B)(4). Trend analysis: this trending summary remains the same as the initial investigation. The cumulative complaint rate for evolution® nitrx tibial bases associated with inadequate cement adherence and/or tibial loosening is 0.029% for all users. The complaint rate for implant loosening involving non-nitrx evolution® cemented tibial bases is (B)(4). Mpo has only received complaints involving evolution® nitrx tibial bases from two implanting physicians. At the time of this complaint investigation, the combined complaint rate for these two users is (B)(4) with approximately 312 sales of this implant to those users, while the complaint rate for all other users is (B)(4) with more than (B)(4) sales of this evolution® nitrx tibial bases and more than (B)(4) sales of evolution® nitrx implants. Based on all findings, the available information could be suggestive of a potential technique issue. Mpo will continue to monitor this reported issue through complaint tracking.